Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the power module alarming was not confirmed. It was reported that the alarm was resolved by removing the power module backup battery. No product was returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the power module backup battery was replaced, why the power module was alarming, if the power module was exchanged, and if any product would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii instructions for use (rev. C) section 7 - ¿alarms and troubleshooting¿ covers all power module alarms, and the actions to take when the alarms occur. Heartmate ii instructions for use (IFU) (rev. C) section f ¿safety checklists¿ provides checklists to assist in performing routine maintenance of heartmate ii lvad, including a yearly power module inspection which includes, but is not limited to, functional testing, cleaning, inspection, and replacement of the power module backup battery. Heartmate ii instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii instructions for use (IFU) (rev. C) section 3 - ¿powering the system¿ explains the various ways to power the system, including the power module. This section informs the user to keep the power module plugged into electrical power at all times. If the power module is without electrical power for approximately 18 hours, the power module backup battery may be damaged. This section also explains how to connect the power module backup battery and informs the user to ensure that the backup battery is connected prior to initial use and after any time when the power module is shipped for service or maintenance. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller was exchanged on (B)(6) 2024 for dim green lights and cracked black power lead proximal to the system controller. Afterwards, the patient had a driveline issue. While their system controller latch was closed, the driveline 'came out' of the system controller. The patient came in on (B)(6) 2024 because they had found a lone 'pin' in their consolidated bag by their black lead on saturday. Their power module had been alarming so when they were checking on things they noticed the pin. In regards to the power module, the emergency backup battery was removed and the alarm resolved. In clinic, the provider was moving the patient's system controller out of the clip of their consolidated bag to look at their pins. The provider pulled upwards on the system controller (not the percutaneous lead) and their hand hit the percutaneous lead and the red heart alert came on immediately. The provider pushed the system controller back downward and the red heart went away. It was noted that the latch was closed and the red button was not visible. They could not find any "missing" pin in any of the equipment. Everything was checked besides the backup clips and the patient's percutaneous lead. Log files captured the system controller exchange on (B)(6) 2024 at 14:12. On (B)(6) 2024 at 14:02 it was noted that the pump speed was zero with no noted driveline disconnects.